Event description:
The customer reported that while the unit was in use on an elderly pt, the unit experienced difficulty triggering on pacer spikes. A major blood back event occurred. The pt was switched to another iabp and therapy was continued. Refer to medwatch report no. 2221819-2001-00196 for the second unit involved.